Event description:
It was reported that an inflatable penile prosthesis (ipp) preconnect device was opened but not used during an implant surgery. After opening the device they noticed a tear in the tubing near the connection to the right cylinder beneath the sheath. A different device was used to complete the surgery.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that an inflatable penile prosthesis (ipp) preconnect device was opened but not used during an implant surgery. After opening the device they noticed a tear in the tubing near the connection to the right cylinder beneath the sheath. A different device was used to complete the surgery.